Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was not working. The customer reported that the user was able to retrieve medication from the nearby station and there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 25-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to identify the issue that was experienced due to conflicting descriptions of the issue and checked the pas station for functionality and unable to verify the patient list on any anesthesia system due to access limits of the charge nurse, pharmacist, and pharmacy technician. A field service engineer tested all available functions to resolve the issue. The system functioned as intended after the field service engineer repaired the device.